Event description:
A caller reported an issue with their pump's touchscreen, which was unresponsive and would not register any input, though it was neither cracked nor shattered. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with detailed instructions on resetting the pump, and after the reset, the customer confirmed that the touchscreen was functioning and responsive.